Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device status unknown.

Event description:
It was reported that during an unknown procedure, the device was used for an antral transection and the device failed to staple on the entire length of the 75mm. No additional information is available. Additional followup has been requested, no additional response has been received to date. A supplemental report will be sent upon receipt of additional information.